Event description:
It was reported that during a laparoscopic gastrectomy procedure pneumoperitoneum was not able to be established with the device. It was not reported how the procedure was completed. There were no adverse consequences to the patient.

Event description:
It was reported that during a gastric bypass procedure, on the second firing with a green cartridge the cut line was jagged and the staples were not formed. Another device used to complete. No patient impact reported. (B)(4)

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4)

Manufacturer narrative:
(B)(4). Duckbill, leak test failure. The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.